Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The technician in charge recalibrated the temperature probe and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t could not heat properly on the patient side and displayed an error message associated to temperature measurement discrepancy between control and safety sensors. The issue occurred during maintenance. There was no patient involvement.